Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the wire-like material placed on gauze; it appears similar to the scoring wires from the device. The photo was shared with the manufacturing site, and it was determined this wire may have been the same material as the device scoring wires. Therefore, the investigation is confirmed for the reported event. Although it cannot be determined the exact source of the material in the balloon guard, it was determined this material was likely a portion of the cut scoring wire based on the available evidence and considered to be manufacturing related issue. A quality event was issued to the manufacturing site to address the issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h4, h6 (component, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, a foreign object in the shape of a stylus was allegedly came out together with the scoring balloon. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, a foreign object in the shape of a stylus was allegedly came out together with the scoring balloon. There was no patient contact.